Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3rd coil floating around in my body somewhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil appears to be coiled up on itself" and device use issue "3rd coil floating ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain on right side"), abdominal pain upper ("extreme upper abdominal pain") and musculoskeletal chest pain ("occasional pain on my right side at the base of my rib cage") and was found to have blood pressure abnormal ("control my bp"). At the time of the report, the device dislocation, abdominal pain, abdominal pain upper, musculoskeletal chest pain and blood pressure abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, blood pressure abnormal, device dislocation and musculoskeletal chest pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation, abdominal pain, abdominal pain upper, musculoskeletal chest pain, device physical property issue, device use issue, blood pressure abnormal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('3rd coil floating around in my body somewhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil appears to be coiled up on itself" and device use issue "3rd coil floating ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain on right side"), abdominal pain upper ("extreme upper abdominal pain") and musculoskeletal chest pain ("occasional pain on my right side at the base of my rib cage") and was found to have blood pressure abnormal ("control my bp"). At the time of the report, the device dislocation, abdominal pain, abdominal pain upper, musculoskeletal chest pain and blood pressure abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, blood pressure abnormal, device dislocation and musculoskeletal chest pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation, abdominal pain, abdominal pain upper, musculoskeletal chest pain, device physical property issue, device use issue, blood pressure abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.